Event description:
Additional information was received that the patient started experiencing irritation and bleeding on (B)(6) 2021. Doxycycline was started for 14 days. The patient presented to clinic on (B)(6) 2021 with increasing pain and purulent drainage. The patient was admitted for IV antibiotics. On (B)(6) 2021 a driveline culture was obtained and was positive for pseudomonas aeruginosa and serratia marcescens. The patient underwent incision and drainage with a wound vac placement on (B)(6) 2021. Blood cultures remained negative. The patient was discharged home on (B)(6) 2021 on IV cefepime through (B)(6) 2021. Upon completion of IV antibiotics, the patient was started on cipro (ciprofloxacin) indefinitely.

Manufacturer narrative:
D1: brand name corrected. D3: manufacutrer contact corrected. D4: model number, catalog number, UDI number corrected. D5: operator of device corrected. G1: manufacturer contact corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: corrected, g2: corrected, h6: corrected health effect ¿ clinical codes. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cultures taken of their driveline exit site which were positive for pseudomonas and serratia. The patient was admitted on (B)(6) 2021 and received a washout. The patient was discharged and was receiving intravenous (IV) (B)(6) 2g once a day until (B)(6) 2021.